Event description:
It was reported that shaft fracture and separation occurred. The target lesion was located in the diagonal proximal lesion. A 3.5x10 flextome cutting balloon catheter was selected for a percutaneous coronary intervention procedure. During the procedure, a 2.5x20 apex and a 3.5x20 nc quantum apex was used for dilatation. After that they inserted the 3.5x10 flextome cutting balloon catheter. They were able to inflate and deflate the cutting balloon without any issues;however, it was noted upon removing that the shaft of the device became fractured and separated. Procedure was completed with a different device. No patient complications were reported and the patient's condition is fine.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was returned in two sections as a result of a hypotube break located 21.5cm from the strain relief. A visual examination of the returned device identified hypotube kinks at various locations along the catheter. No additional damage was noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that shaft fracture and separation occurred. The target lesion was located in the diagonal proximal lesion. A 3.5x10 flextome cutting balloon catheter was selected for a percutaneous coronary intervention procedure. During the procedure, a 2.5x20 apex and a 3.5x20 nc quantum apex was used for dilatation. After that they inserted the 3.5x10 flextome cutting balloon catheter. They were able to inflate and deflate the cutting balloon without any issues; however, it was noted upon removing that the shaft of the device became fractured and separated. Procedure was completed with a different device. No patient complications were reported and the